Manufacturer narrative:
Pump passed the displacement test, sleep current measurement and active current measurement. All currents within spec range. The pump was monitored for several hours and no unexpected power loss or replace battery now alarm noted during testing. However, confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running in history file and power management tool due to j6/pcb1 connector resistance issue. The pump was received with a cracked keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error detected alarm. The blood glucose was 74 mg/dl. The customer stated that they were able to clear the alarm and able to complete the insulin pump rewind. The customer stated that the insulin pump was not exposed to the temperature. The customer reports the power error alarm was reoccurred after the troubleshooting. The device will be returned for the analysis